Manufacturer narrative:
A deployed ultraflex tracheobronchial stent and delivery system, along with a photo of a kinked delivery device and fully deployed stent, were returned for analysis. An examination of the stent identified no damage. The pull string was not received for analysis. A visual and tactile examination found that the catheter shaft was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)grammar/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ tracheobronchial stent was used in the left main stem during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a left main stem tumor. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released, the deployment suture ¿bent¿ which cause the delivery system to bend and turn. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system and noticed that the catheter was kinked. The procedure was completed with a different size ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ tracheobronchial stent was used in the left main stem during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a left main stem tumor. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released, the deployment suture "bent" which caused the delivery system to bend and turn. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system and noticed that the catheter was kinked. The procedure was completed with a different size ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.